Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right atrial (ra) and right ventricular (rv) channels resulting in storage of a ventricular tachycardia (vt) episode and inappropriate atrial tachy response (atr) mode switches. The noise was suspected to be related to electromagnetic interference (emi) from a potential procedure. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.